Manufacturer narrative:
The manufacturer lot code provided is invalid. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon strings missing. No further information available.